Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault alarm. There were no visible damages to the modular driveline. The alarm was cleared and did not immediately reoccur. The event log file captured driveline comm (b) faults starting on 17mar2026 at 1908 and continued for the remainder of the log file. The events had cleared. It was recommended to exchange the modular cable and controller. As there were no active alarms, the driveline and controller were not exchanged immediately. Additional information was received that the communication fault alarm reoccurred. The primary controller and modular cable were exchanged on 21mar2026 resolving the alarm. Images of the driveline connector did not note any evidence of corrosion, but the patient was starting to feel the pump being off. The submitted log files captured communication faults starting 21mar2026 at 1605 and continued for the remainder of the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was determined to be due to damage on the modular cable. Data from the reported event dates of (B)(6) 2026 was reviewed in the submitted and downloaded log files. The submitted log files showed a driveline communication fault alarm activating on (B)(6) 2026, associated with an intermittent comm b fault flag. The periodic log file showed the alarm resolving on (B)(6) 2026. The second set of submitted and the downloaded log files revealed a driveline communication fault alarm reactivating on (B)(6) 2026 for the same reason. The alarm remained active for the duration of data reviewed. The driveline was disconnected from the controller on (B)(6) 2026, and the controller was shut down, consistent with the reported controller and modular cable exchange. The driveline communication fault alarm did not prevent the system from operating as intended while the driveline was connected. The system controller returned for analysis and passed all functional testing without issue. The system controller was connected to a mock circulatory loop and ran for an extended period of time without issue or alarm. Damage to the underlying wire on the modular cable responsible for the communication a signal was found and was determined to be the root cause of the driveline communication fault. The backup battery load test was initiated several times during testing, and the alarm was not able to be reproduced. Provided information indicated that the alarm originally resolved when it was manually cleared on (B)(6) 2026, but reactivated, so the modular cable and system controller were exchanged, and the alarm resolved. The root cause of the reported alarms determined to be damage to the modular cable and could not be correlated to an issue with the system controller. The device history records were reviewed and found no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.